Event description:
Long complicated cardiovascular angioplasty. Fluoroscopy time was 150 minutes with 60 digital cine sequence runs. Radiation skin burn resulted from a high dose of radiation because of the long fluoroscopy procedure.